Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report a low blood glucose reading of 30 mg/dl. The customer stated, she changed the infusion set the previous night and she was not connected while priming. During the phone call, the customer's blood glucose reading went as low as 23 mg/dl. The customer later called back stating, she was taken to the hospital due to the low blood glucose episode. The customer stated, she felt that she had put the insulin pump in the suspend mode because she woke up with low blood glucose levels. However, after reviewing the bolus history, the customer found that there was a bolus of 9.9 units. The customer stated she did not program that bolus.